Event description:
It was reported that a catheter issue occurred. The 50% stenosed target lesion was located in the moderately tortuous posterolateral branch of the circumflex artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, significant resistance was encountered while crossing the lesion inside the stent, prompting forceful advancement. The guiding catheter was detached, and cine imaging revealed the ivus catheter was kinked, and the wire was deformed. The entire system, including the guiding catheter, was removed and was confirmed that the ivus catheter was kinked, with the wire wrapped around it. It appears that the internal rotating shaft was exposed, leading to the wire entanglement. The procedure was completed with another of the same device. No patient injuries were reported.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis and guidewire did not return for the analysis. Visual, microscope and media inspections revealed a sheath was observed kinked and the imaging window was observed twisted. Media returned by the customer was inspected and showed partially the device entanglement with the wire. Based on the evidence, the reported catheter kinked, guidewire entanglement are confirmed. The kink found could contribute to device malfunction during procedure. The imaging window twisted found could contribute to device malfunction during procedure.

Event description:
It was reported that a catheter issue occurred. The 50% stenosed target lesion was located in the moderately tortuous posterolateral branch of the circumflex artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, significant resistance was encountered while crossing the lesion inside the stent, prompting forceful advancement. The guiding catheter was detached, and cine imaging revealed the ivus catheter was kinked, and the wire was deformed. The entire system, including the guiding catheter, was removed and was confirmed that the ivus catheter was kinked, with the wire wrapped around it. It appears that the internal rotating shaft was exposed, leading to the wire entanglement. The procedure was completed with another of the same device. No patient injuries were reported.